Event description:
Tried to pass dbs extension (via neck) with the device provided in the kit for that purpose. Rather than travel underneath the skin to the chest wall pocket, the metal of the passer conformed to the head. Eventually, a different passer was used, but by then the skin was so contused that the tip perforated the skin potentially contaminating the entire wound, including the distal lead.